Event description:
It was reported that the insulin pump had ramping numbers, flashing screen and an unresponsive keypad during a bolus attempt. The blood glucose reading was 51 mg/dl. No significant events leading to the alarm were observed. The customer stated that he had tried to change the battery after the issue occurred and received a failed battery test. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. All operating currents are within the specification no unexpected low battery, off no power or failed battery test alarm noted. No flashing screen, ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with cracked reservoir tube lip and cracked reservoir tube window thru reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because the device evaluation codes were incorrect in the first follow up report.